Event description:
An olympus employee reported on behalf of the customer, the evis lucera colonovideoscope experienced poor air and water supply and an issue with angle play adjustment. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of poor air /water supply was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. The allegation of angle play adjustment was confirmed. The play of the angle knob was out of the normal state due to the elongation of the angle wire. In addition to the finds reported in event, due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on bending section cover was cracked. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to nozzle clogging, amount of water contact did not meet the standard value. Objective lens was cracked. Light guide lens was cracked. Nozzle was deformed. Due to dirt on objective lens, there was a lack of image on the monitor. Protector of universal cord on scope connector side was scratched. Protector of universal cord on control section side was scratched. The scope cover, switch box, switch button 1, lock engagement lever, connecting tube, lock engagement knob, right/left knob, flexibility adjustment ring, scope connector, universal cord, grip, control unit, up/down knob and plastic distal end cover was scratched. The suction cylinder was shaved. The electrical connector was corroded. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
Additional information was provided regarding this event. The event occurred during preparation for use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the deformed nozzle contributed to the foreign matter being stuck in the nozzle. The probable cause of the nozzle being deformed is likely related to external stress. Olympus will continue to monitor field performance for this device.